Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a reusable bipolar resection loop from a long resectoscope broke during the preparation of the operating room, and the second one broke during use, leaving a metal fragment in the bladder that had to be retrieved during surgery, preventing the proper completion of the resection. Furthermore, there is no information about a correct material number and no information whether the procedure could be completed successfully or not.

Manufacturer narrative:
Result of investigation: the complained product was 27040gpo1, which broke during use (this was discarded by customer and no serial number was provided). Afterwards, the customer used the product 011050-10 to complete the procedure (sent in for investigation). Therefore, both products were investigated accordingly: as the electrode (011050-10) is bent in several spots and directions, it is most likely that the electrode got damaged by mechanical overload. This kind of stress causes the cutting electrode to break. It is assumed that the user was at fault. The active electrodes (27040gpo1), for example, have melted/broken due to a short circuit. The heat may have damaged the insulation, causing the article to come loose. However, since neither of the two damaged loops were sent in for examination, no more precise statement can be made. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d4, d10 and g5. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d10. The event is filed under internal karl storz complaint ID: (B)(4).